Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition as expected in reusable devices. No structural anomalies or protrusion were found. The device was compared using the manufacturing drawing to verify the specifications. A caliper was used. The dimensions of the device are compliant with the drawing specifications. A functional test was performed, a test suture was placed inside the cutter hole. The device's button was activated and failed to cut the suture. By reviewing the blade, it was found dullness of cutting edges. The device was manufactured in april 2023 which is more than 1 year old. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was not confirmed as the observed condition of the arthro pusher/cutter *ea would have not contributed to the complained device issue. Based on the investigation findings, the potential cause for the non-cutting condition is traced to end of life, as per IFU; end of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device 23d14, and no non-conformances were identified.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the cutter portion of the arthro pusher/cutter *ea device protruded slightly more than other identical products. It was additionally reported that when the device was used as a pusher, there was a possibility of interference and suture cutting. During in-house engineering evaluation, it was determined that the device would not cut/dull. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.